Event description:
It was reported that approximately three weeks post device change out the patient developed a pocket infection with purulent drainage, presumed (B)(6) leading to bacteremia. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 694765 lead, (B)(6) 2011; 5076-45 lead, (B)(6) 2010. (B)(4).